Manufacturer narrative:
The primary customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review but not during initial functional testing. The reported error message ua 45 was cleared by the customer before the platform was returned to zoll (B)(4) for service. The secondary complaint, the customer had difficulty pulling up the lifeband was confirmed during functional testing. The reported issue was due to the encoder drive shaft not rotating freely and smoothly. The clutch plate was deburred to remedy this issue. The autopulse platform is a reusable device and was manufactured in 2008; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. No physical damage was noted during visual inspection. The archive data review indicated multiple error message ua 45 (not at "home" position after power-on/restart) on the customer reported event date of (B)(6) 2018. Based on the archive, the encoder shaft position was found out of the limit when the unit was powered on. The encoder shaft has been rotated to the home position and the ua 45 has been cleared upon arrival at zoll (B)(4) for service. The platform passed the initial functional testing without any fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During device check, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 45 (not at "home" position after power -on/restart) and the customer had a difficult time pulling up the lifeband. No patient was involved.